Event description:
Follow up information received from the healthcare professional (hcp) reported that the date of onset of the infection was (B)(6) 2013 with the primary site of the infection was noted as the ins pocket. Perioperative antibiotics were administered during implant of the implantable neurostimulator (ins). Patient symptoms of drainage and pain were reported. Cultures obtained had negative growth. Both IV and oral antibiotics were administered for the infection with the outcome reported as infection resolved.

Manufacturer narrative:
Product ID: 3093-28, lot# va03l5m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had her entire system explanted due to an infection. It was noted that the patient was not hospitalized due to the infection. No patient outcome was provided. Additional information has been requested, and when received, a supplemental report will be submitted.